Manufacturer narrative:
This supplemental report is being submitted to the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be identified. The following was confirmed. ·e116 occurred. ·the gpu needed to be replaced. ·the product was shipped with no abnormalities on manufacturing. E116 could have occurred due to a faulty general processing unit (gpu) but the cause of the fault was unable to be identified. The instructions for use (IFU) states the following guidelines: 9.2 troubleshooting guide. .·code:e116. ·error message:otv error. ·possible cause:camera control unit malfunctions. ·solution:immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. The camera control unit was checked, and the respective e116 error message was displayed during testing. However, during the visual examination of the device, specifically the components, revealed no defect or anomaly that could have caused a loss of performance. There was general cleaning of the cooling fans, the general processing unit (gpu), and the connectors to remove particles to ensure proper connectivity. After cleaning no more error messages appeared on the display. Also found, were several impacts on the rear panel and touch panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the visera 4k ultra high-definition camera control unit presented a 116-error message and was overheating. There was no obstructing dust. This issue was probably a faulty sensor. The issue occurred before a procedure. Another device was used to complete the intended procedure. No piece of equipment fell into the patient and there was no patient harm.